Event description:
It was reported that during an anterior/posterior laminectomy with hardware procedure, the cardiovascular surgeon was assisting the orthopedic surgeon with the anterior approach. He had opened and was ligating vessels in order for the orthopedic surgeon to repair the back anteriorly. The surgeon was using the ligaclip and instead of the clip ligating the vessel, it severed it. It was recognized immediately and sutured. A new clip was obtained and there were no other problems. The surgeon requested this be reported because it could cause a potential danger to the patient if unnoticed. The patient did well and had no other sequel from the event. The clip was examined by both the surgical team and the physicians then returned to the manufacturer for examination.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
Caller reports that during a correlation study, the following coaguchek xs/ laboratory results were obtained: 2.6 inr / 2.0 inr. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement sent.

Manufacturer narrative:
(B)(4).after further investigation, this file was found to be a duplicate of medwatch #3005075853-2010-02861. This record has been voided.